Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced dyspareunia and recurrent urinary tract infections. On examination, she was found to have an exposure of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of facility report #(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted. Anterior repair and cystoscopy were performed during the procedure. On (B)(6) 2014, the physician noted a small area of mesh exposure just to the left of the midline. Following removal of the mesh, no other mesh could be visualized or palpated. It was reported during post-operative visit in (B)(6) 2014, that patient is doing very well. Urinary urgency has almost completely resolved and there is no report of pain. The patient is urinating well and only has occasional urgency urinary incontinence and has no stress urinary incontinence.